Manufacturer narrative:
E1: (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a wrinkle in the insertion section during inspection for use with an olympus gastrointestinal videoscope. There was no patient involvement.